Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the lemo receptacle. Replaced the lemo receptacle. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 9800 system had no image displayed while taking x-rays and the c-arm would reboot during use. There was not report of patient injury.